Event description:
Perclose device used to close femoral artery following angioplasty. Artery failed to close. Femstop compression device used to complete closure. Bleeding continued. Next day ultrasound of right groin showed pseudo-aneurysm. Pt underwent successful repair of the right femoral artery.